Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was called into clinic after merlin transmissions showed inappropriate high ventricular rate episodes due to rv noise oversensing. Device interrogation noted noise with rv pacing inhibition. Rv lead noise was reproducible with isometric exercises. The patient is pacemaker dependent but stated to be asymptomatic. Device was reprogrammed and patient will be scheduled for lead revision procedure. Patient was stable.

Event description:
New information received notes that the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
A partial lead was returned in one piece with connector portion measuring 5.5 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.